Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hbsag gen. 2 immunoassay (hbsag) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted with a (B)(6) result and this value was reported outside of the laboratory. The sample was later repeated four times and each time it resulted with a (B)(6) result. No adverse events were alleged to have occurred with the patient. The hbsag reagent lot number was 246873, with an expiration date of 28-feb-2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.